Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va12bau, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-dec-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer vis a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator. It was reported that patient was not responding to interstim therapy. Symptoms remained at baseline. No environmental factors noted. There were multiple programs attempted by the healthcare professional (hc). Lead impedance check was performed, battery life was also checked and within normal limits. Patient had lead removed. During explant the lead did broke and was unretrievable therefore could not be completely removed. The lead broke and the remaining lead advanced into the foramen. A new lead was implanted. No further complications were reported or anticipated.